Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigaiton is ongoing.

Event description:
There was an allegation of a questionable low total protein gen.2 result from the cobas c 503 analytical unit. The initial result was 2.51 g/dl. This result did not match the patient's history, so the customer repeated the same sample on a different cobas pro analyzer. The repeat result was 7.44 g/dl. The repeat result using the same analyzer was 7.50 g/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer corrected the cell rinse functionality. Hardware performance checks were performed, and the customer reported no further issues. The provided data for calibration and qc were within specification. Therefore, a general reagent or application-related issue was excluded. The customer's centrifugation time was too short according to the tube manufacturer's recommendations. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.